Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the first clips scissored/twisted. A second device was reopened. No pt consequences.